Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula tip was bent and broken event on (B)(6) 2025. The blood glucose level was 244 mg/dl and the patient was treated with correction via manual injection and pump manual bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.